Event description:
It was reported to boston scientific corporation on october 11, 2007, that a wallstent endoprosthesis endoscopic biliary was used during a endoscopic retrograde cholangipancreatography (ercp) procedure performed in 2007 (female patient ; weight is unknown). According to the complainant, while trying to deploy the stent the physician had difficulties retracting the sheath. The device "could not be deployed because the valve body did not shift on the stainless steel tube. While exerting force, the body of the valve got detached, preventing any other maneuver. The prosthesis was extracted without complications and it was stretched." The procedure was completed using two teflon prosthesis (manufacturer and type unknown). No patient complications were reported as a result of this event, and the patient's condition is "stable".

Manufacturer narrative:
A visual examination of hte returned device revealed a bend in the stainless steel shaft, the distal end of the device was curved in appearance, and the t-bar connector had detached from the outer sheath. A fillet of glue was present on the t-bar connector and there is evidence of glue inside. Several kinks were noted along the length of the device. It was possible to retract the outer sheath by hand and deploy the stent without any issue noted. That cause of the damage is undetermined, however the most likely cause is manufacturing.a review of the device history record for the pertinent lot was performed; no anomalies were noted.bsc reference: a00087774 / 581656

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3159.